Event description:
It was reported that the patient's implantable cardiac monitor (icm) was explanted due to an unknown reason. No patient consequences was reported.

Manufacturer narrative:
The device was explanted with unknown cause. The device received from the field could not establish communication due to normal battery depletion. Visual inspection of the device found no contamination or foreign material that could have contribute to the reported event. Longevity assessment performed showed the device projected longevity indicating normal battery depletion.